Event description:
It was reported, the camera head had a small hole and was broken. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Small hole and tears were identified. Additionally, the device evaluation found the device failed the leak test. A definitive root cause cannot be identified based on the information obtained from this complaint and the results of the investigation. However, failed water leak test was due to opening within cable/camera head. The leak can attribute to the reported event. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.